Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was operating in backup mode. Further information was requested but not yet received.

Event description:
New information indicates that the implantable cardioverter defibrillator (ICD) was operating in backup mode due to the magnetic resonance imaging (MRI) scan being performed without the ICD being programmed to MRI mode. Programming changes were made and the ICD was restored. Patient¿s condition was not known.